Event description:
The doctor claims that the graft was implanted for a vascular repair and leaked a quantity (exact location and quantity lost through the graft not reported to bsc) of blood through its walls.

Event description:
Updated on january 12, 2006. The graft leaked throughout the fabric not at the suture lines. Updated on february 24, 2006. The graft was removed during the procedure and replaced with another of the same type. The graft was implanted for an abdominal aortic repair. No further patient injury occurred as a result of the leakage. The patient was premedicated. The exact quantity of blood lost through the graft apppears, at this time, to be unknown and unattainable.

Manufacturer narrative:
The returned section of the graft was inspected visually and microscopically for holes, large pores, and unsealed areas. During this inspection the graft structure and collagen coating were also noted as being consistent with acceptable hemashield mdv products. Due to the condition of the returned sample, the water porosity of the collagen sealed sample could not be evaluated and only water porosity testing on the graft substrate could be completed: those water porosity test results were within labeled specifications. Based upon our evaluation of the returned sample, a failure mode for the complaint cannot be confirmed or denied. Code b6: the device history records were reviewed. Code 100: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. (MFR internal reference incident number is a00002001).